Event description:
Organogenesis was notified of the event on (B)(6) 2013 via e-mail communication from contractual partner. On (B)(6) 2013, (B)(6) reported, that she had received notification from an "integra sales rep" on behalf of dr (B)(6), that "date of surgery (B)(6) 2013. Surgeon advised the rep on (B)(6) 2013 of abscess. Lateral ligament repair. May need to take back to surgery for revision." Additional available info was obtained from (B)(6) reported, on behalf of dr (B)(6) regarding the actual diagnosis, history of the presenting condition, co-morbidities, concomitant medications and the reported event outcome. On (B)(6) 2013, this (B)(6) female pt with "no other medical issues to note," had surgery for lateral condyle epicondylitis, with collateral ligament and tendon repair and was treated with inforce reinforcement mesh (lot # if1301121a, expiration date 07/31/2015). The pt was reported to have had a post-surgical abscess with location "just under the skin, right elbow." Subsequent info indicated that the abscess "may not necessarily be an abscess as much as the pt presented with excessive drainage extruding from her incision site." Cultures were sent and came back negative. The pt was taken back to surgery, pulse lavaged and underwent removal of the inforce and "all suspect materials" ("all suspect materials" not identified) and was reclosed. No redness or swelling was noted, just minimal drainage with a mattress suture to close. It was noted that drainage was seeping through the sutures. The pt received unspecified antibiotics post surgery. At the time of this report, the pt was still being treated with unspecified antibiotics and there was a small amount of redness that was subsiding. Per (B)(6), dr (B)(6) believes that the redness and drainage was related to the inforce.

Manufacturer narrative:
A review of the batch record for inforce lot # if130121a was conducted as part of the complaint investigation. Inforce lot # if130121a was produced and released in accordance with established procedures and specifications. The lot was packaged, sealed, and sterilized in accordance with validated parameters. Lot # if130121a was shipped to integra on (B)(4) 2013. There were no deviations associated with this lot # if130121a that was determined to have any impact on the product.